Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported that the patient received a blood glucose result at 12:00 p.m. On (B)(6) 2020, but she does not remember what the reading was and she took her normal medication that she would based on the result which she believed was a normal reading. This was also the last time the patient took her normal medication as she chose not to take any additional medication throughout the rest of the day. Later that night, the patient received a blood glucose result of 285 mg/dl at 8:00 p.m. On (B)(6) 2020. Around 8:15 p.m. On (B)(6) 2020, the patient experienced symptoms of feeling out of it and then she passed out. The patient's husband found her unconscious and contacted the paramedics. He also treated her with glucose tablets. The patient thought she had only been unconscious for around 30 minutes, but with the help of the paramedics she was able to regain consciousness. The paramedics took a blood glucose result on their meter, but the result was unknown. The paramedics provided her with an unknown IV. Prior to the IV being removed, the paramedics received a blood glucose result of 100 mg/dl on their meter around 9:00 p.m. On (B)(6) 2020. The patient was not taken to the hospital.